Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 99% stenosed target lesion was located in the calcified and moderately torturous vessel below the patient's left knee. The coyote es mr 1.5mm x 20mm x 143cm balloon catheter was advanced but unable to cross the lesion. The balloon was noted to be ruptured. The procedure was completed with a 1.5x20mm sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).